Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the forceps channel. It was not possible to identify the foreign matter. There was no physical damage confirmed at the place where the foreign material remained in the device. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions. A definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-290 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope was clogged. The issue occurred during preparation for use for an unspecified diagnostic procedure completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.